Event description:
While removing the integrated reaction units (irus) during troubleshooting on the alinity m instrument, the user had an injury on his finger. The injury occurred while removing one of the plungers on extraction unit 2. The user was performing weekly maintenance to open instrument doors while it was at stopped state and removed the irus stocked on the extraction units. After the injury, the user decontaminated the injury and visited a doctor for consultation and a post-exposure prophylaxis (pep) was given to him immediately for prevention. The customer was wearing gloves at the time of the event. The user injury occurred on 30-may-2025 at 10:02am and pep was received 30-may-2025 at 02:00pm.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
The results of the investigation are summarized as follows: quality data review: nc (nonconformance)/CAPA review. A search of nc/CAPA records was performed for instances related to an injury sustained while removing a plunger from an extraction unit on an alinity m system, ln 08n53-02. The query did not find any quality records related to an injury sustained while removing a plunger from an extraction unit on an alinity m system. Complaint history review: a complaint search was performed to identify past complaint tickets related to an injury sustained while removing a plunger from an extraction unit on an alinity m system, list number [ln] 08n53-02. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for the alinity m system (08n53). Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.